Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was running high. She kept taking boluses to correct all day when her blood glucose level was 600 mg/dl. The reservoir had an air bubble. She treated her blood glucose level with a manual injection. Troubleshooting was declined. The device was not returned.

Manufacturer narrative:
After further review of the complaint, it was determined the complaint was reported in error and should be considered a duplicate. Please reference MFR report number 3004209178-2017-99868. This report will contain complete description of the event and product troubleshooting.